Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was confirmed. Based on the investigation details, service completed any required repairs, performed an upgrade, and did a clean, lube, and adjust to the device. The handpiece was returned to the customer.

Event description:
It was reported that the handpiece began leaking an oil-like substance after sterilization. This was not during a surgical procedure. There were no adverse consequences reported as a result of this event.